Manufacturer narrative:
Eval summary: the ventilator was allowed to ventilate at sts (standard test settings) on ac power for 24 hours after the incident occurred and the anomaly did not reapear. It was back on batview (battery view) for a complete discharge cycle to see if the anomaly would reappear. However, the discharge test passed and the ventilator operated as expected. The ventilator was allowed to operate again on ac power at sts and after approx 5 hours, the anomaly reappeared. The characters populated the aforementioned windows and gave a constant alarm. The silence/reset button would not silence the alarm and the ventilator could not be powered down by conventional methods. After the battery was unplugged, the ventilator shut down. The main board was replaced and then the ventilator was recalibrated and performed on ovp (operation verification procedure). The ventilator was allowed to operate on ac power at sts for 3 days; the anomaly did not reappear. The ventilator was disconnected from ac power and allowed to operate at sts on internal battery unitl it was completely discharged. The ventilator operated as expected and the anomaly did not reappear. The main board in question was sent to its MFR for further analysis.